Event description:
It was reported that during a procedure for benign prostatic hyperplasia, at 4 minutes into procedure and 21,000 joules, the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, at 4 minutes into procedure and (B)(4) joules, the fiber broke. Due to this, the procedure was completed using another device. There were no patient complications.